Event description:
It was reported that the electrocardiogram (EKG) port was "bad" despite new cables. It was further requested that the universal serial bus (usb) be checked. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no anomalies were found.